Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the customer received a spanish software anomaly, and external ram error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected external ram crc error alarm or unexpected restart alarm noted during testing. The insulin pump passed unexpected restart error test and self test. However, the device had multiple displayable history crc check failed on startup alarm in alarm history screen due to corrupted history file. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.